Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not running was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the motor was noisy. During service/repair, it was observed that there was an unknown liquid in the unit. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device did not run. During in-house engineering evaluation, it was determined that the motor was noisy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.